Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after the tibial component was implanted, it was noted this device was involved in a recall related to sterile barrier packaging.

Manufacturer narrative:
No item returned as tibia components still implanted in patient. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. From provided information, no failure detected for the implanted tibia plate and root cause can be determined as no failure detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.